Event description:
Hyperglycaemia(hyperglycaemia), hyperglycaemia", concerns a pt using novolin-pen 3 silver (insulin delivery device) for injection of levermir (insulin detemir) and novorapid (insulin aspart) due to insulin-dependent diabetes mellitus. The pt's normal blood glucose measure in the morning was 13-16 mmol/l. In 2006, the pt measured his blood glucose to 17.6 mmol. It kept increasing through the day in the afternoon the meter read "high" and he was given 15 lu of novorapid, but at bedtime his blood glucose was still high (29.4 mmol/l). The boy was taken to the emergency room and treated with drip. Infusion of insulin (type and dose not specified0, and after two hrs the blood glucose was down to 8 mmol/l. The pt was discharged the same day and advised to use syringes to administer his insulin. The day after in 2006, the blood glucose was measured t 11-16 mmol/l. The following day, the pt started using novolin-pen 3 again and again he experienced hyperglycemia with blood glucose from 21.4 to 23 mmol/l. Later that day he used syringes again and at bedtime his blood glucose was 5.6 mmol/l. Outcome was reported as: "recovered". A function test at the product was done over the phone, and it appeared to be satisfactory. The priducts in question will be returned for investigation. Analysis: lot no:pv40132. Technical examination were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. During testing of the device it has not been possible to detect any irregularties. Lot no: pv40217, technical examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. During testing of the device it has not been possible to detect any irregularities.